Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(6) did not achieve the target cooling temperature was confirmed during functional testing. The root cause of the reported complaint was the defective cooling engine (ce), likely attributed to the device's aging. The device's life expectancy is 5 years. The thermogard console was manufactured in july 2014 and is over 11 years old. The event log review showed no significant discrepancies or error messages. The thermogard xp ivtm system failed the slew rate part of the functional test, taking 49 minutes to achieve maximum cooling, well exceeding the 20-minute acceptance requirement. This failure was due to the defective cooling engine, which most likely contributed to the customer's reported complaint of the console not reaching the target temperature during therapy. To address the complaint, the cooling engine (ce) assembly was replaced. Following service, the thermogard system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the thermogard console with serial number (B)(6).

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6) did not achieve the target cooling temperature. Another system was used to treat the patient. No harm to the patient.